Event description:
It was reported that the right cylinder of this ambicor penile prosthesis inflated. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this ambicor penile prosthesis was removed as the patient was unable to use the device as the right cylinder could not be inflated. A new ambicor penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders 1 and 2 were microscopically examined had wear at a fold in the middle of the cylinders. Cylinder 1 had a hole with a leak and broken fabric threads in the proximal end of the cylinder from a sharp instrument. Cylinder 2 had wear at a fold in the middle of the cylinder and a bulge when inflated with a syringe. Cylinders 1 and 2 did not pass the leakage testing performed. The pump passed visual inspection and leakage testing.